Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that her adc freestyle libre sensor showed lower readings compared to an adc freestyle freedom lite meter. Lower readings of 39 mg/dl, 44 mg/dl, 59 mg/dl, 65 mg/dl, and 44 mg/dl were obtained on the adc freestyle libre sensor compared to readings of 120 mg/dl, 107 mg/dl, 130 mg/dl, 125 mg/dl, and 120 mg/dl obtained on the adc freestyle freedom lite meter, respectively. On (B)(6) 2018 the customer experienced symptoms of shortness of breath, burning in the esophagus, and began to vomit. Customer went to the hospital, was diagnosed with ketoacidosis, took glucose and calcium, and was hospitalized for 4 days. It should be noted that the treatment provided is inconsistent with diagnosis of ketoacidosis. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that her adc freestyle libre sensor showed lower readings compared to an adc freestyle freedom lite meter. Lower readings of 39 mg/dl, 44 mg/dl, 59 mg/dl, 65 mg/dl, and 44 mg/dl were obtained on the adc freestyle libre sensor compared to readings of 120 mg/dl, 107 mg/dl, 130 mg/dl, 125 mg/dl, and 120 mg/dl obtained on the adc freestyle freedom lite meter, respectively. On (B)(6) 2018 the customer experienced symptoms of shortness of breath, burning in the esophagus, and began to vomit. Customer went to the hospital, was diagnosed with ketoacidosis, took glucose and calcium, and was hospitalized for 4 days. It should be noted that the treatment provided is inconsistent with diagnosis of ketoacidosis. There was no report of death or permanent injury associated with this event.